Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had several shocks delivered due to t-wave oversensing, as well as, some untreated episode due to the same observation. One of the shocks resulted in the rhythm converting to ventricular flutter which was intermittently undersensed but therapy was seen and the changes in r-wave amplitude and morphology could not be replicated with postural movements, isometrics, or valsalva maneuvers. X-ray results were pending. Reprogramming of the rate zones was performed. It was reported that the pt was awake when the episode occurred, however, did not lose consciousness or experience any injuries. The system remains in service.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.